Event description:
It was reported that (2) devices were used during a radical prostatectomy. It was reported by the rep that the surgeon used the scg45, with a tr45g green reload, and some of the staples did not release from the cartridge. There was no bleeding from the site and no oversewing was needed. The surgeon used the instrument again and it worked fine to complete the case. There was no consequence to the pt.